Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-01176. It was reported that during a lead replacement procedure on (B)(6) 2020 (related manufacturer reference number:1627487-2019-14308 & 1627487-2019-14308), the right s2 lead was unable to be explanted and a portion of the lead remains implanted. It is unknown which lead remains implanted. Therefore, both leads will be reported.